Event description:
Pt had CABG on 9/16. Original dressings changed on 9/18 with no redness or blisters noted. On 9/19, the surgeon removed dressings and blistering was found on upper left thigh skin near staple line (graft donor site).